Manufacturer narrative:
The reported event of pca event file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer provided the ikp data for a pca infusion to determine if the patient had pressed the demand key during a hydromorphone infusion. Ikp data reviewed by bd clinical infusion data consultant and confirmed a pca dose was administered. There was no allegation that an over or under infusion occurred. There was no report of patient harm.